Manufacturer narrative:
According to the information received, this case would be related to an infectious context, diagnosed as a biofilm. Biofilms are well-known and documented side effects in hyaluronic acid filler injections. The gel is surrounded by common skin colonizing bacteria that irreversibly adhere to the gel inducing a permanent immune response. When conditions are favorable (infectious disease, trauma, ¿), this may eventually lead to a chronic granulomatous reaction. Given the sterility of the gel, they are rather due to a defect in the aseptic environment of the injection. Appropriate treatment allows progressive resolution of the symptoms. The risk of such reactions is mentioned in the instructions for use of teosyal products. Batch data review: a minor ncr-0082 was opened during production, that concluded to no incidence on the product safety and quality.

Event description:
This case occurred outside of the us, in spain. According to the information received on (B)(6) 2022, a patient was injected on (B)(6) 2022, with teosyal puresense ultra deep (object of the complaint (B)(4)) and teosyal rha 4 (object of this complaint) into the bilateral cheekbones. Following injection, on an unspecified date, the patient presented with intermittent inflammation on the left side of cheekbone, close to the zygomatic area. On (B)(6) 2022, the patient received the flu vaccine, and a day later following the vaccination, the patient presented with inflammation. As a corrective action, antibiotic, and corticosteroid treatment was prescribed (augmentin, and dacortin for 10 days). 10 days later, on (B)(6) 2022, following the reduction of the corticosteroid dose, a relapse of inflammation, including swelling of the cheekbone and pain was observed. The practitioner recommended re-increasing the dose of dacortin twice a day for 4 days. On (B)(6) 2022, the patient continued the dacortin treatment, along with antibiotic (ciprofloxacin 500 mg, 2x/day), and topical streptokinase (varidase). On (B)(6) 2022, the patient presented with an infection of a tooth, which was scheduled to be removed on (B)(6) 2022. On (B)(6) 2022, the inflammation and swelling were still present and worsened. Immediately a local medical expert was put in contact with the practitioner to advice on this case. The local medical expert, suspected the emergence of biofilm, and recommended the following treatment: antibiotic (clarithromycin). Proton pump inhibitor (omeprazole), and probiotics plus 4-5 days after the start of this protocol, hyaluronidase injection (150 iu) twice a week. On (B)(6) 2022, we were informed that following the corrective action suggested by the local medical expert, the symptoms have subsided, all the injected area with hyaluronidase was completely improved. However, decreasing dacortin to 2.5 mg led to emergence of new inflammation. Subsequently another dose of hyaluronidase, antibiotic therapy along with dacortin continued until to date ((B)(6) 2022). The patient will be reviewed by the practitioner in a week. The patient situation, and symptoms' evolution are monitored. No additional information is available at the time of this report.